Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered pain, dyspareunia, urinary incontinence, fecal incontinence, infections, vaginal discharge, itching and burning of vagina, and other conditions as they become apparent. Two devices were implanted on (B)(6) 2007. On (B)(6) 2013 a product was removed. It is not known what was removed. Device 1 of 2 implanted.